Event description:
Customer reported having high blood glucose of 576 mg/dl. Customer stated that her doctor believes the insulin pump may not be functioning. Customer treated with the insulin pump and felt better. She stated no physical damage was noticed. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.